Manufacturer narrative:
H3: to date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.

Event description:
The device was being used in the right superficial femoral artery (sfa) post an atherectomy procedure. The balloon catheter ruptured when inflated to 10atm. No resistance was experienced during balloon placement. The vessel was reported to be highly calcified with a lesion length of approximately 80mm and stenosis of a degree of 80%. The procedure was completed with the use of another balloon. The patient did not require any additional procedures. There was no impact to patient outcome and no patient harm. The reported issue did not result in a procedure delay.